Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the sawtooth behavior because the programmer showed a discrepancy in battery remaining than the true 14 percent as revealed by the device. Engineering analysis confirmed the actual state of device battery was 14 percent (approximately 6 months remaining). No further actions have been taken. The device remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The issue appeared to be addressed at the time the event occurred.

Event description:
Additional information become available that this device was explanted for normal battery depletion in (B)(4) 2017. No additional allegations or complaints have been received since this event occurred one year prior.